Event description:
The pump was returned for investigation. Investigation revealed the display screen was faded and pink. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box and history recorded cs 078-0008 and 064-0008 alarms. Investigators attempted to rewind and load received an cs 064-0008 alarm. Unable to complete bolus steps due to alarm. There was corrosion under motor flex connector. Unrelated to the complaint, the display was faded and pink. And the lens was found to be scratched. (B)(6).